Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no complaint related anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "improper selection, placement, positioning, alignment and fixation of the implant components may result in unusual stress conditions which may lead to subsequent reduction in the service life of the prosthetic components.¿ and ¿interoperative or postoperative bone fracture and/or postoperative pain.¿

Event description:
It was reported that a patient enrolled in a clinical study underwent right knee arthroplasty on (B)(6) 2009. Subsequently, the patient was revised on (B)(6) 2010 due to instability, swelling and pain. The tibial bearing and locking bar were removed and replaced.